Manufacturer narrative:
Attempts to identify patient's and/or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
This event was created from a journal article in the journal of vascular surgery (j vasc surg 2009;49:845-50.), which was received on april 14, 2009. Article citation: rabih a. Chaer, md, anna gushchin, bs, robert rhee, md, luke marone, md, jae s. Cho, md, steven leers, md, an michel s. Makaroun, md. This study identified 184 patients (159 male) that were switched to color flow duplex ultrasound scanning (cdu) from computed tomography (CT) in 2003 as means of follow-up (2003-2006). All patients had undergone endovascular aortic abdominal aneurysm repair (evar). Seventy six of the 184 patients were implanted with an ancure endograft. Clinical observations identified were endoleaks (type I and ii), aortic abdominal aneurysm (aaa) sac enlargement, one patient treated with a prior ancure graft was found to have a distal type I endoleak on angiogram and require coiled embolization and limb extension into the external iliac artery. There was one aaa related death three days following graft explantation of the ancure endograft for infection that was diagnosed four years post evar.